Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent spine surgery and "coagulation was used," and the implantable neurostimulator does not work. There was no success interrogating between the programmer and the device. Patient's device was explanted. Additional information has been requested and will be made as follow up as it becomes available.